Event description:
The facility reported the device inappropriately displayed charge-pak battery icon and attention indicators. The device was subsequently evaluated at the factory. The factory determined the device did not have sufficient battery charge to deliver defibrillator therapy to a pt. However, this report did not involve a pt use.

Manufacturer narrative:
The device batteries, both internal and external were prematurely depleted of charge. Root cause for this depletion was not determined. Provided the facility with a replacement device.